Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, error, displacement and self tests. The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. Unable to complete functional testing, including occlusion and excessive no delivery alarm tests due to the prime anomaly. The motor was tested outside of the device, and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer was hospitalized with blood glucose of 495 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Alarm history showed four motor error alarms. Insulin pump was able to rewind. While attempting to prime, insulin pump received a compromised forced sensor alarm. It was advised that insulin pump would be replaced.